Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8336-50; serial number: (B)(4); batch/lot number: 1092149; model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing loss of stimulation. X-ray was taken and showed that one of the leads migrated. The patient underwent an explant procedure.